Event description:
Reporting status: serious injury-surgical intervention; disability reporting rationale: dissection requiring surgical intervention; patient was taken for bypass surgery which is considered a permanent impairment to a body structure/function. Device issue: none. It was reported that the heavily calcified lesion in the circumflex was predilated with a rx voyager 3.0x15, twice at 10 atm for 15-20 seconds and a filling defect/dissection was observed. Two rx vision stents would not cross the lesion, even with the assistance of a buddy wire. This was an attempt by the physician to first perform angioplasty on the patient because they did have three vessel disease; however, the attempt was not successful and the patient was sent to triple bypass surgery. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performace engineering reviewed the incident information, however, the device was not returned to abbott vascular for anlaysis. The instructions for use (IFU) states that coronary vessel dissection, perforation, rupture or injury is a known possible adverse effect that is associated with the use of the coronary dilatation catheter.